Manufacturer narrative:
Tracking #.45707. Device not returned for analysis.

Event description:
Received medwatch #060001-1997-0038 from the risk manager. It was reported the ted12 balloon ruptured when testing it. The rep was notified to gather info. There was no consequence to the pt. 9/26/97 the rep reported there is no add'l info.